Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total elbow replacement arthroplasty. During the surgery as the ulna was being reamed, the reamer separated from the remaining part of the instrument. At this point there is no further information about this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed. Visual examination confirmed the device had disassembled. Device history record (DHR) review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.